Event description:
It was reported that the physician electively changed out the device during a lead repositioning procedure. The patient had received multiple appropriate shocks for vt, therefore the physician elected to replaced the device. During explant, a large hematoma was removed from the pocket. The patient condition was good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.